Manufacturer narrative:
The customer was provided with a replacement glidescope titanium lopro t3 blade, and the affected blade was returned to verathon for evaluation. The technical service representative connected the returned blade to a test monitor and was able to duplicate the reported issue. It was found that when the cable was manipulated near the blades connector, the image would cut out. Since there are no repairs available for this device, and the customer received a replacement blade under warranty, the returned product was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope lopro t3 blade, the image was intermittently lost. The procedure was completed with a second glidescope titanium lopro t3 blade, with less than a three (3) minute delay while the second device was prepared. The customer stated they later isolated the issue to the blade. No harm to the patient or user was reported.